Event description:
Healthcare professional (hcp) reported that a patient developed nodules after injection with juvéderm fillers. Hcp later reported patient was injected with 2 ml of juvéderm® voluma¿ xc and about a month later patient presented with a single small tender bump on the left jawline when they came into the clinic for a skin treatment. Hcp felt it may be a deep pimple, however as symptoms worsened it appears to be a nodule/granuloma due to dermal filler. Biopsy was not provided. Patient was treated with doxycline and hyluronidase.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.